Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer did not consume the intended amount of carbohydrates for the bolus delivered. Customer required assistance from partner to be awoken and treat bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.